Event description:
It was reported that during a lung resection procedure, there were malformed staples. Completed the case with a new instrument. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.